Event description:
Per provider, pilot valve worn. Per independent repair center statement unit is alarming or red light. The key failure was the valve operator of the pilot valve had a worn poppet. Additional malfunction was the tie wraps leaked.